Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from january 13, 2021 - january 15, 2021. H10: the device was received for evaluation. An unaided visual inspection was performed which observed a tear at the lower right side edge of the bag. Functional testing was performed which revealed a leak from the tear at the lower right side edge of the bag. Magnified inspection was performed which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was broken on the edge which resulted in a leak. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.